Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5. While tapping, the surgeon noticed the guide wire advancing forward to the anterior portion of l5. The surgeon then tried to pull the guide wire back to its original position. After placing the drill back over the guidewire, the anterior tip of the guidewire broke off in the patient. The surgeon pulled out the remaining portion of the guide wire and slid a new guide wire down where the old wire was placed. A portion of the guidewire was left in the vertebral body of the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.